Manufacturer narrative:
The insulin pump was monitored and had no number display then black screen and followed by blank display after battery change. The pump was received with blank display due to moisture damage on electronics. The pump had minor scratched display window and scratched case. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 112 mg/dl. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did returned and went blank again. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.